Event description:
Customer reportedly rec'd results of 208 mg/dl on the advantage system and 99 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.